Event description:
The device was used during a thoraco partial resection. Reportedly, when closing the approximating lever, a cracking sound was heard and the device broke. Another device was used to finish the procedure. No pt injury was reported.